Event description:
An unknown product problem during a da vinci surgical procedure. Complaint information was not provided. Intuitive surgical, inc. Contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Customer did not report any product problem. Failure analysis investigation found instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage wear marks. In addition, there were mechanical indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations may have been due to mishandling. No other damage was found. 80 - the endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.